Manufacturer narrative:
Findings: unit communicated properly with the test guardian transmitter and tested with glucose sensor simulator. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Power loss alarm, replace battery now and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery now and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received multiple pump error . The customer's blood glucose level was 116 mg/dl at the time of incident. The customer will return insulin pump for analysis.